Event description:
It was reported that the ventilator had a flow issue. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, it was reported that the ventilator had flow failure. Further information provided in february, 2023 revealed that the ventilator failed the flow transducer test during the pre-use check (puc) and the issue was related to the moisture trap. Identification of issue has been done by analyzing problem description and service report. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. There was no patient involvement. Further received information indicated that the issue was solved by replacing moisture trap. The device passed all performance tests and could be returned to clinical use. Device's logs were not available for analysis. The root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).